Event description:
A report was received that the pt was experiencing a tingling sensation in his left leg. The pt was admitted to the hospital, and underwent a CT scan and other tests. The physician had ruled out an infection at the ipg or lead sites. The physician suspect that the pt had some sort of bacterial infection caused by the multiple medications administered during and after the procedure, which had now cleared. The physician refused to disclose what was administered as they were all routine medications for the procedure. The tingling sensation had subsided and the pt was reportedly doing well.

Manufacturer narrative:
This is the final report.